Manufacturer narrative:
(B)(4). The sample was received and returned to the manufacturing site for evaluation. The manufacturing site reports a visual exam was performed and it was observed that the base of the light guide is broken. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. The manufacturer also reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage. A root cause could not be determined. Due to an increase in complaints for breakage, a CAPA was opened to further investigate this issue.

Event description:
Customer reported while performing an intubation on the patient, the blade broke off from the handle. The patient continued with assisted ventilation before a second attempt was made. A new blade was used and the patient was intubated. It was reported that upon clinical inspection of the patient there was no visual trauma.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported while performing an intubation on the patient, the blade broke off from the handle. The patient continued with assisted ventilation before a second attempt was made. A new blade was used and the patient was intubated. It was reported that upon clinical inspection of the patient there was no visual trauma.